Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 29mm navitor vision valve was selected for implant using a flexnav delivery system (ds). Pre-implant balloon valvuloplasty (pre-bav) was performed using a 26mm, non-abbott balloon. During the procedure, the valve was able to be implanted successfully at a depth of 4mm on the non-coronary cusp (ncc) and 6mm on the left-coronary cusp (lcc). Post-implant, mild to moderate paravalvular leak (pvl) was observed. Post-implant balloon valvuloplasty (post-bav) was performed using a 26mm, non-abbott balloon. No pvl was observed. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. The implanter classified this event as being related to the patient's anatomy. The patient was in a stable condition and subsequently discharged. No additional information was provided.